Manufacturer narrative:
The reporter's meter and one strip were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.1 - 3.3 inr): qc 1: 2.9 inr. The obtained qc value was in the allowed range of the used combination strip lot - qc lot. The measurement was without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Occupation was patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek vantus serial number (B)(4). While the patient was mowing grass, he tripped on vines in tall grass and fell onto the concrete. The initial reporter stated the fall was not related to the meter. The patient was driven to the ER and at 7:00 pm, the result from the laboratory using an unknown reagent was 2.9 inr. The patient was advised to not take his warfarin dose on (B)(6) 2022 based on the laboratory result and a bump on the head. Around 9:00 pm, the patient tested on his meter twice and the result both times was 4.1 inr. For the second test, the patient used blood from the same finger stick. At 9:09 pm, the patient then tested using his wife's meter serial number (B)(4) and the result was 4.0 inr. The patient used the same finger that was used for the 4.1 inr results. The therapeutic range was 2-3 inr and he tests once a week.